Event description:
It was reported that the user failed to aspirate by ars after placement of catheter.

Manufacturer narrative:
(B)(4). The report that the ars leaked could not be confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test, the push leak test, and functional testing with water. No leaks were found during testing and the syringe was able to aspirate as expected. A device history record review was performed and did not identify any manufacturing related issues. The reported complaint issue could not be reproduced with the returned sample; therefore, no further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user failed to aspirate by ars after placement of catheter.